Manufacturer narrative:
Battery not holding charge was verified. High bg issues the failure investigation has been completed. Based on the analysis, the alleged issue was verified, however, no failure was identified.

Event description:
It was reported that the pump battery was depleting quickly. It was reported that the customer experienced an elevated blood glucose (bg) level of over 600 mg/dl. Cause was not known. A correction bolus was delivered to address bg. Customer reverted to an alternate method of insulin delivery.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.